Event description:
It was reported to boston scientific corporation that a microknfe xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the inner sheath of the handle broke and the needle did not come out. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cut wire broke. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken at the handle. Block h11: (investigation results): the returned microknife xl was analyzed, and a visual evaluation noted that the transition was kinked. In addition, the cutting wire was broken and kinked at the handle. Functionally, when the handle was actuated, the needle did not extend out of the catheter because the wire was broken. No other problems with the device were noted. The product analysis revealed that the transition was kinked. These conditions could have been generated due to excess force was applied to the device during the device insertion or removal through or from another device or by the interaction with the scope (hard surface), the kink generate increased friction between the wire and the transition, causing the wire to become stuck and not able to move easily. With this friction, the handle actuation leads to break and kink of the cutting wire at handle section which makes the needle unable to extend. Based on all gathered information, the most probable root cause is adverse event related to procedure.